Event description:
The customer has reported that within a day after using the dmr ii, the pop-off pressure relief valve has rusted. This condition could prevent or delay the pressure relief valve from properly activating. There were three bags reported, two were child models and one was an infant model. There were no reports of death or injury related to this condition. This report is not an admission by nellcor puritan bennett that this device/component caused or contributed the event alleged in this report.